Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance. The impedance returned within range after. Technical services (ts) reviewed the reports and provided troubleshooting actions. The lead remains in use. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).